Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) following a diagnostic procedure. The arteriotomy was confirmed to be in the right common femoral artery which was reported to be "heavily calcified." The physician reported that resistance was encountered during device insertion and described the insertion as "not an easy insertion." The device was "pulled back and re-inserted." During re-insertion, it was reported that the physician "twisted the device and it cracked at the distal guide." The body of the device was in the operator's hand and remained attached to the distal guide via the actuator wire. The actuator wire was severed by the physician to completely separate the broken pieces. The physician's partner, an interventional cardiologist, punctured the pt's opposite groin and retrieved the distal guide by placing a microsnare over the iliac horn. Both arteriotomies were closed via manual compression. It was reported that the pt required no additional hospitalization time due to the device break and subsequent intervention. There were no reported adverse pt sequelae.